Event description:
The event is reported as: the clips fell out of the applier during endoscopic surgery. No reported pt injury.

Manufacturer narrative:
Sample has been returned for investigation. The investigation is not complete at the time of this report. A follow up investigation report will be sent when completed.